Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose readings, rising to approximately 217 mg/dl and then decreasing to about 200 mg/dl an hour later, and contacted support to ask whether the pump was functioning properly; support recommended monitoring and later chart review indicated the user returned to range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available, the available information was insufficient to characterize a device problem, and no specific device component could be implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.